Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device could not be implant due to ventricle threshold not capturing on device. Doctor unplugged the lead from device connector port, wiped the lead properly to ensure no blood clot, inserted back to the connector port and ensure the tip was properly inserted and screwed multiple times. Checked again with psa cable, threshold still remained good. Second attempt of device interrogation showed ventricle threshold still not capturing at all. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.